Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells concomitant medical products: item# 00771100910 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length lot# 63159463, item# 00500104500 shell 45 mm o.d. Lot# 63197302, item# 00801802802 femoral head sterile product do not resterilize 12/14 taper lot# 63181260. Foreign source-(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00134, 0002648920 - 2019 - 00132, 0001822565 - 2019 - 00824.

Event description:
It was reported that the patient is experiencing chronic pain approximately two and a half years post initial implantation. Attempts were made to obtain additional information; however, none was available.